Manufacturer narrative:
Device returned on may 15, 2017 under another complaint. Determined on may 23, 2017. Device is for this complaint. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record review was performed for the subject device lot number h161606. Manufacturing location: (B)(4). Date of manufacture: 07.april 2006. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screwdriver, cruciform, not self-holding head worn out. And the other of screwdriver, cruciform, not self-holding head broken down. Happened intraoperative. No delay to surgery time. No harm to patient reported. Fragments were generated. But removed from patient¿s body. Procedure successfully completed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. Investigation summary: we have received the following parts for investigation: 2 x part 313.960 ¿ lot 1476254 - screwdriver, cruciform, not self-holding. Both instruments are in a very used condition. One of the screwdriver tips is worn out and the other one is broken as complained. Furthermore both tips are slightly twisted in the direction of screw removal. The broken off portion is missing. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 1476254 was manufactured in (B)(6) 2006, 30 parts according to our specifications. All devices were sold meanwhile and we are not aware of any other quality issues associated with this article- and lot number. The used material was stainless steel as required and the measured harness was within the specification. Based on these findings, it is likely that no manufacturing related issue caused this occurrence. Based on the provided information we are not able to determine the exact cause of this complaint. Excessive force, not fully seating the screwdriver tip or normal wear and tear could lead to the complained issue. End of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.